Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. It was noticed that the reservoir was not in correct place post procedure. This lead to the device not functioning properly. The ipp was explanted and replaced with a new device. There were no additional patient complications.